Event description:
The customer reported that during a blackout at the hospital the ventilator shut down and alarmed while in use on a patient, and did not switch over to backup battery power. The customer reported there was no patient harm. When power was restored the ventilator was powered back on and it displayed a message indicating the backup battery was not detected during power on self test. The manufacturer's service technician confirmed the ventilator would not switch over to the backup battery power when ac power was disconnected. The service technician replaced the backup battery to correct the findings. Extended self testing (est) and applicable final testing was completed, and all tests passed to operating specifications.